Event description:
It was reported the asymptomatic patient presented to the clinic after receiving a vibratory patient notifier and the device was found in backup vvi mode. The device was restored to normal function with a guided firmware change and the patient will be followed normally.